Event description:
The customer reported the system intermittently reboots on its own. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the power supply. System operates as intended. (B) (4).